Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge timeout as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed partial lithium severing consistent with the high ac impedance measured upon receipt of the battery. The device was returned due to excessive charge times and charge time outs. These charge timeouts resulted from increased battery resistance induced by observed lithium severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned for analysis; however, physical analysis is still pending. The device memory data was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). Analysis of the device memory indicated the charge circuit timeout alert. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a charge timeout causing a sudden end of service (eos) disabling all therapies. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.